Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately tortuous, moderately calcified, 80% stenosed proximal left anterior descending coronary artery. Following pre-dilatation, a 2.5 x 15 mm xience xpedition stent was deployed at 10 atmospheres. After removal with no issues, a distal edge dissection was noted, and a 2.5 x 15 mm xience xpedition stent was used to successfully cover the dissection. Results were very good with timi iii flow and without any residual stenosis. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.